Event description:
The doctor reported the implant was removed due to osseointegration failure 1 month after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported pain and abonormal sensation around the implant placement were observed during the implant removal surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.